Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The cause of the reported issue could not be conclusively determined. During device evaluation, stryker observed an unrelated non critical issue that was isolated to the device's system pcb assembly. A replacement for this part is no longer available. The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report that their device did not shock when shock was attempted. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Due to character limitations patient identifier, was left blank. The patient identifier is run # (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not shock when shock was attempted. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.